Event description:
It was reported that the programmer would not interrogate wireless devices. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that it was out of specification electrically and that the electrocardiogram connector was loose.